Event description:
The following was reported to hamilton medical ag: summary: neglected maintenance - disturbed screen, ventilation continuous (sw 2.2.5) - technical event:246018. Detailed complaint and failure description: during ventilation, technical event 246018 occurred. Ventilation seemed to continue. The hospital staff removed the c2 from the patient and did manual ventilation, and then used another ventilator in the hospital. He rebooted the c2, then screen was white, black and blue. He rebooted it again, then screen was black.

Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint (B)(4): investigation ongoing.